Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to monitor the pump and was instructed to call back if the issue reappeared, which the customer acknowledged and understood.